Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for a follow up. Upon review of merlin.net transmissions, it was observed the patient right atrial (ra) lead was sensing noise, had an elevated pacing impedance, and a conductor fracture. The patient's device had tachycardia therapies turned off, and was prescribed a lifevest. The ra lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.